Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently resistance was felt when filling several cartridges during the load sequence. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administrated a manual correction injection to address bg. Customer changed pump supplies to address issue.